Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had insufflation problem. Upon inspection and testing of the customer returned device, foreign material (black rubbery material) was found clogged in the scope air/water channel due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, distal end covers damaged, light guide lens cracked, objective lens chipped, scope cover deformed, bending angulations out of specifications, and key top 1 rubber cut. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can prevented by following the instructions for use which state: "inspection of the endoscope -inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. -inspection of the objective lens cleaning function. -inspection of the water feeding function. -keep the air/water valve¿s hole covered with your finger and depress the valve. -observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.